Event description:
It was reported that the patient felt no stimulation sensation in the paresthesia area of the legs and feet. The patient was only "feeling pressure and pain" at the device when they would turn stimulation up to 6.9v. The symptoms started following implant a week ago ((B)(6) 2012), and stimulation had not been turned on since implant. The patient could feel stimulation in her feet during surgery. Impedance measurements taken were normal. There was no known fall, trauma, or lifting of heavy objects since implant. It was also reported the patient felt the "pressure and pain" at the device site during the electrode impedance test when run at 3.0v. The patient was going to try to run/adjust the device at home on her own and was going to return next week for a follow-up appointment. Additional information received reported that an x-ray was performed on (B)(6) 2012 showing that one of the leads had moved out of the epidural space, which was why the patient was not experiencing any stimulation in any of her extremities. The physician decided to remove the system that day due to the patient's healing process and complication with diabetes. The healing process was independent of the stimulation system. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).